Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h6. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a winding former labeled as 8660 product code, lot number sjbbjh and expiration date 2027-07 with an apparent detachment of the needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 5/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did this issue contribute to any patient adverse event? No. Please provide the lot number. Sjbbjh and 1093u2. How many devices demonstrated the alleged deficiency in this single procedure? 4. When was the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on patients. Please provide the source or name, email and title of external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). Is the product available for return? Yes. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: d4 (product code) - the actual product code associated with this event is not known. The possible product codes are reported as follows product code sjbbjh, product code 1093u2.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Customer service received the complaint from customer today regarding ethicon wound closure. Many are broken. The customer experiences that the suture breaks easily. There were no patient consequences reported. Additional information was requested.